Manufacturer narrative:
Exact date of event is unknown. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000117818.

Event description:
Related manufacturer reference number: 1627487-2022-05691. It was reported that the patient experienced ineffective stimulation due to a possible lead fracture. The patient underwent a revision procedure on (B)(6) 2022 during which the left lead and anchor were explanted and replaced to address the issue. During the procedure, it was discovered that the explanted anchor appeared to be broken. It is unknown which lead contributed to the issue.

Manufacturer narrative:
The reported event of ineffective stimulation was not confirmed. As received, the octrode lead had no visible anomalies and passed all functional testing. The cause of reported event is unknown.